Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for oil gel globules and gel smearing with the incident lot was observed. Additionally, retention samples were selected from bd inventory for testing and upon completion, the issues relating to oil gel globules and gel smearing were not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Bd has initiated further investigation relating to this issue. The investigation is still ongoing and improvements will be made as the potential causes of this issue are identified. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for oil gel globules and gel smearing with the incident lot was observed. Additionally, testing of the retain samples was conducted and oil gel globules and gel smearing was not observed. Further investigation has been initiated and improvements will be made as the potential root causes are identified. Root cause description: based on the investigation, a root cause could not be determined at this time. The investigation is currently ongoing and further improvements will be made as the potential root cause(s) are identified. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes had gel globules and smearing in the tube. No report of injury or medical intervention. No report of blood exposure to mucous membrane.